Manufacturer narrative:
The printed circuit board assembly was replaced.

Event description:
The user facility reported that a loss of tourniquet cuff pressure occurred during a case. A manual tourniquet was applied. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
The user facility reported that a loss of tourniquet cuff pressure occurred during a case. A manual tourniquet was applied. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.